Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect time on the machine off 1 hour. The technical support specialist (tss) started the windows service and changed the startup type from manual to automatic. The system time updated automatically but was still four minutes ahead, so the time was manually corrected using the command shell. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 0463a100 system time on the machine was incorrect and registered one hour fast. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.